Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 11 events were reported for this quarter. Product return status; 10 devices were received. 1 device was not available for evaluation. Event confirmation status: 2 reported events were confirmed. 8 reported events were not confirmed. Evaluation results: 2 devices were found to be affected by foreign material in the package. 8 devices had no problem found. 11 devices were labeled for single-use. 11 devices were not reprocessed or reused.

Event description:
This report summarizes <noe> 11 </noe> malfunction events in which the device had debris in sterile package. 10 events had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact.